Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient with an implantable pump for intractable spasticity. It was reported that the pump was beeping last night and completely stopped beeping this morning. The caller rep was asking if the device stopped working. The caller said the pump was beeping a dual tone every 10 minutes. Suddenly, the caller said that they would call back later and disconnected the call. The next day, the caller called back and stated that the patient was "possibly withdrawing from baclofen." The agent advised the caller to have the healthcare provider (hcp) call the manufacturer to escalate the page if they were in need of a local manufacturing representative (rep) to visit the hospital.